Event description:
It was reported that during a lap resection procedure, the staples would not deploy. They had to open the pt as a result and perform a colostomy. At present this is a temporary colostomy. The pt is currently stable and expected a full recovery.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.